Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 740g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that at the time of the incident the customer suffered hypoglycemia at the time of the occurrence, with a blood glucose value of 52 mg/dl and a current value of 100 mg/dl, and the keypad was also unresponsive, requiring nearly three minutes of lengthy press to switch off the pump. Troubleshooting was not performed. No further customer complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
The pump passes the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0869. No keypad anomalies noted during testing. No stuck button alarms noted during testing. The history/trace downloads were successful using thump. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump passed required testing. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Unable to confirm alleged low bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.